Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was incorporated into the root canal filling. Two reciproc blue files r40 6/100 25mm 040 have been returned (one file in loose + one unused file). The file in loose is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1681854 and #1682255). Unused file has been evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The outcome of the event is unknown as of this MDR evaluation.